Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain right after the trial procedure. It was noted that the patient felt cramping and the physician believed it was nerve irritation and it was procedure related. The patient was prescribed steroid medication. The patient underwent a lead pull. The patient was doing well.